Manufacturer narrative:
D4: primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no problem inserting the cuff at the time of introduction, but when trying to remove the air from the cuff at the time of extubation, the air did not come out, even when inserting a syringe. The inflation line was cut, the air removed, and the line extubated. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg.: 06-feb-2025. H3: one sample was received for analysis. Visual inspection found that only the pilot balloon arrived, without reported cuff and necessary assembly to confirm reported failure. The customer reported issue was no confirmed because the returned assembly was incomplete. The service history review had no indication that the complaint was related to a service of the device within the review period.